Event description:
It was reported that on (B)(6) 2022, a 26mm amplatzer septal occluder was selected for implantation using a non-abbott delivery sheath. During deployment, it was noted that the device deformed into a cobra shape. The device was removed from the patient¿s anatomy. The device was not released inside patient anatomy, there was no angulation or kink noted in the delivery system, and there was no interaction with cardiac structures during deployment. The patient was reported to be stable. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from field indicated that a 12f sheath was used to deliver the device, there was no interaction with cardiac structures during deployment, or no angulation or kink in the delivery system was noted. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a